Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional reported exchange due to patient concern with the product. Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: yellow particles on the surface shell and fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.